Event description:
It was reported that the patient alert tones triggered due to rv coil impedance measurements of over 140 ohms. Varying impedance also reported and information noted that the physician decided not to revise the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase. The defib impedance measurement has been rising over the duration of the record from a min/max of 55/66 ohms to as high as 88/141 ohms.